Manufacturer narrative:
The visual inspection demonstrated that, approximately 20cm distal to the is-1 connector pin in the region of the suture sleeve, a 360 degree deformation of the outer conductor coil. In this area, the lead body was found squeezed and the insulation was found damaged. Based on the characteristics, it is reasonable to assume that these damages resulted from a tight suture. Further analysis of the lead did not reveal any irregularity that may have contributed to the issues mentioned in the complaint description. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that this rv lead dislodged and was explanted and replaced two months after the implantation. According to the physician, the lead dislodgement was due to the vein tortuosity.